Manufacturer narrative:
Meter out of calibration. Confirmed with optical reflectance tests. (B)(4).

Event description:
Consumer called. Meter will not perform a standard strip (check strip) test but meter will provide a glucose value with control solution.